Event description:
Original packaging for 30 ml syringe not available, but the two syringe lots in the room were: item #302832, lot #4158780, exp 5/31/29 and item #302832, lot #4183392, exp 6/30/29. Comments: anesthesia provider noted ¿black specks¿ in the propofol. See attached photos ¿hmcystoaws propofol¿ and ¿hmcystoaws propofol b¿.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up. It was reported there were black specks in the propofol. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe with a needle assembly and about 13ml of a white solution with a black speck. From the photo, it is not clear if the speck is embedded degraded resin. No other information could be obtained from the photos. A device history record review was completed for provided material number 302832, possible lot numbers 4158780 and 4183392. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received. Original packaging for 30 ml syringe not available, but the two syringe lots in the room were: item #302832 lot #4158780 exp 5/31/29 and item #302832 lot #4183392 exp 6/30/29 comments: anesthesia provider noted ¿black specks¿ in the propofol.